Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's sensor board would need replaced to address the issue. The estimate was rejected and the device returned unrepaired per the customer request.